Event description:
The patient contacted animas on (B)(6) 2012, stating the ok keypad button was unresponsive. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient continues to wear the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported because of the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.